Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint was for a use error - failed to follow therapy steps was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Email received in corporate mailbox on (B)(4) 2011. Patient reported having a bag that does not work on the cycler. Received error message to check heater line. Patient switched bags and did not receive error message again. Solution is clear in the bag and the patient did not have any trouble breaking the frangible. Patient does not have box any longer. There was patient involvement product surveillance contacted caregiver (cg) on (B)(4) 2011 regarding the check heater line alarm. The cg reported that the issue was resolved, by the home patient (hp) changing out the solution bag. The alarm cleared. The cg said that the heater bag did not flow. Per the cg. There were no loose connections, disconnections or defects on the supplies. The cg stated that the hp had not discussed the alarm with his nurse. Per cg, the cg did not have any injury or harm as a result of this incident. The writer explained to the cg that the hp needs to change out the cassette along with the solution bags to maintain aseptic technique and recommended that the hp inform his nurse of changing out the solution bag only. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy. The lot number for the solution bag was provided in the original report but the lot number for the cassette was unknown. No allegations were made against any other of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.